Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section d4: UDI and d9, and to provide the completed investigation results. No sample was available for evaluation. The complaint could not be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that post 6 french interventional procedure, an angio-seal was taken out of package and the arteriotomy locator was broken at the holes. Therefore, another angio-seal device was opened for the arteriotomy locator, and the device was inserted. The tech inserted the angio-seal (click in, click out), however, everything came out and manual pressure was held. It was stated that the footplate never exited the sheath. The estimated blood loss was less than 250cc's. The patient was sable. The reported event did not result in patient injury or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury.